Event description:
Two cryocyte containers broke during thawing, the stem cell product from one container was infused. No additional antibiotics were given outside of normal protocol. Patient successfully engrafted.